Event description:
It was reported that a rotaflow displayed the error message ¿head error.¿ no patient has been involved when the failure occurred. Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Further information has been requested but has not yet been received.

Manufacturer narrative:
It was reported that a rotaflow displayed the error message ¿head error¿. No patient has been involved when the failure occurred. No remedial action has been taken. A getinge service technician was on site on 2022-10-24 to repair the affected rotaflow (serial# (B)(6)). Thet technician confirmed the reported "head error" and replaced the rfc (rotaflow console) control board kit (material#70103.4051). After the replacement the device is working as intended. Based on these investigation results the reported failure could be confirmed. The following most possible root cause could be determined for the head error:  1. The head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. The review of the non-conformities has been performed on 2022-10-18 for the period of 2018-11-01 to 2022-10-12. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely. The product in question was produced in 2018-11-01. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).